Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited episodes of noise. Programming changes were made and the patient experiences no consequences. The patient will continue to be monitored.